Event description:
It was reported that the single-use sterile valve seal was inserted into a laparoscopic trocar & cannula port as a surgical instrument for laparoscopic surgery. The scrub nurses found the valve seal was broken with a missing part after surgeons removed the cannula and returned it to the scrub nurses on the table. As the broken piece of the valve is missing. Internal reference number: (B)(4).

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer.

Manufacturer narrative:
There have been returned 3 unused valve seals (sterile packed) of the same charge as the failed. The devices in question got discarded by the user. These three devices got unpacked and inspected for damages and/or material degradation and tested by a simulated use with 50 passages of an instrument through the valves. The provided unused products of the same batch didn't show any defects - even after 50 simulated penetrations - no final cause for the described failure can be determined. The most probable root cause is that a damaged instrument with a sharp edge passed the valve and damaged them during use. Internal vigilance reference number for this case is (B)(4).